Event description:
Per clinical review: on (B)(6) 2023, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb) whereby the oxygen (o2) sensor blanked out and it called for a calibration. The clinician noted that the o2 sensor had calibrated successfully during set-up and that there was no harm to the patient as the oxygenation did not change with the error. There was no delay, no blood loss, and the unit was not changed out during the procedure, but was changed out after the procedure.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The initial calibration passed, but shortly after completion, the percent (%) o2 value on the central control monitor (ccm) screen displayed as dashes (---). A short time later, the system indicated the need to calibrate the o2 sensor. The second calibration attempt was unsuccessful. The pst removed the epgs housing to access the o2 sensor and when the sensor was removed, the pst observed that the output was out of the expected range in ambient air. After re-installing the o2 sensor, calibrations were performed while monitoring the o2 sensor output and calibrations were successful for the remainder of the evaluation. It was determined that the epgs did not meet specification.

Manufacturer narrative:
The service repair technician (srt) duplicated the reported complaint. The electronic patient gas system (epgs) was powered up and allowed time to warm up. Air and oxygen (o2) was introduced to the epgs and it failed calibration two times. The srt replaced the o2 sensor. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, it was found that the oxygen (o2) sensor had gas bubbles at the cathode as a result of dehydration causing the unstable o2 sensor behavior. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) oxygen (o2) reading blanked out and called for a calibration. The oxygenation of the patient was not affected. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint, but the log did show an o2 sensor and blender disagreement event. The fsr replaced the o2 sensor. The unit operated to the manufacturer's specifications.